Event description:
User alleges that a lab tech was drawing blood and the butterfly needle did not fully engage completely. When he tried to engage the tubing came apart from the holder and blood spattered into the face of the nurse in the room. The patient was known hiv and hepc positive. The nurse immediately took a shower and went to ER. At first nurse did not take the treatment but came back the same day and started on the recommended prophylaxis. Baseline blood testing was done for hiv and hep c. Both were negative.